Event description:
A peritoneal dialysis (pd) pt's nurse reported finding a fluid leak following the pt's treatment. The pt called her for a home visit as she could not complete treatment due to air detected in the cassette alarms. When the nurse opened the cassette door she found fluid had leaked. The cassette was discarded. During f/u, the pt's pd nurse reported that the pt's effluent remained clear. He did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec.